Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of nine (9) years, eight (8) months due to stenosis and regurgitation. The patient presented with shortness of breath. The procedure was performed with a 26mm 9755rsl transcatheter valve successfully. The patient was stable post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section h6 (type of investigation). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected sections b5, b7, h6 (device code).

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of nine (9) years, eight (8) months due to insufficiency. The patient presented with shortness of breath. The procedure was performed with a 26mm 9755rsl transcatheter valve successfully. The patient was stable post procedure.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors, structural valve deterioration or nonstructural valve dysfunction. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Central regurgitation can also develop due to non-structural valve dysfunction (nsvd) such as pannus/host tissue overgrowth on to the leaflets leading to abnormal coaptation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors, including congenital heart disease. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.